Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that this patient's device and lead system were explanted due to pocket infection. The pocket bandage may have been removed prior to the patient's discharge. The physician had reported that this patient developed an infection in the past following a non-device related surgery. There were no additional adverse events reported.